Event description:
While pt was standing on a level sidewalk, the walker "warped, forming a trapizoidal shape," and collapsed causing her to lose her balance and fall against her fence. Pt sustained minor bruising to her left shoulder. Pt believes that the event is related to "structural compromise."